Manufacturer narrative:
If the sample is returned, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer is reporting that the cuff failed to inflate when tested prior to insertion. Caller states that the ett ss are kept on the anesthesia cart and the ett s are not warmed. Caller states that there was not pt involvement.